Event description:
The customer reported the cot legs could not be retracted and this required another ambulance to be called to the scene for transportation. Reportedly, the transport of the pt was delayed.

Manufacturer narrative:
Eval and investigation are currently underway. A follow up MDR will be filed once investigation is complete.